Event description:
Burn on back in region of lumbar vertebrae of first and second degree [burns first degree]. Burn on back in region of lumbar vertebrae of first and second degree [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient, unknown race, started to use thermacare heatwrap (thermacare heatwrap, wrap) once for three hours on (B)(6) 2011, due to back pain. The patient applied it not directly on her skin, but over an undershirt. Relevant medical history included diabetes mellitus and an unspecified cardiac disorder. Concomitant medication consisted of simvastatin (simvastatin) 40 mg (half of 80 mg once daily), bisoprolol (bisoprolol) 10 mg (half of 10 mg two times daily), nitrendipine (nitrendipine) 20 mg twice daily, moxonidine (moxonidine) 0.3 mg twice daily, torasemide (torasemide) 10 mg twice daily, olmesartan (olmesartan) 20/25 mg once daily, metformin (metformin) 1000 (half of 1000 twice daily, units not provided) and pantoprazol (pantoprazol) 40 mg once daily, all of them for unknown indications and therapy dates. On (B)(6) 2011, the patient experienced burn of first and second degree on her back in the region of lumbar vertebrae. Medical or surgical acute measures were stated as seriousness criterium by the reporter. The burn was treated by a physician. Due to the event, the patient received treatment with urgotuel silver with change of dressing every two days. No laboratory tests were available according to the reporter. The color of the skin of the patient's skin was stated as moderate (not light, not dark) and as not sensitive. There were no pre-existing skin diseases. The patient had not used thermacare heatwrap or any other treatment/medication developing warmth for treating her back pain in the past. During the application of thermacare heatwrap the patient did not do any sports and did not check her skin. The patient had read the product information leaflet prior to application. Thermacare heatwrap was not continued. It was stated that the event did not disappear after discontinuation, but also lasting of the event until (B)(6) 2011, was reported as well, as no further complaints. Residual scab on the spot of the deepest burn was documented. Follow-up ((B)(6) 2011): further information was received from the contactable physician included: age, duration, indication, medical history, concomitant medications, therapeutic measures, action taken and stop date. Follow-up attempts completed. No further information expected.